Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented with an atrial lead dislodgement event during a post-procedure check on (B)(6) 2020. The lead was repositioned on (B)(6) 2020. However, the lead was found to be dislodged again on (B)(6) 2020. Lead was also capturing in the ventricular chamber. Lead was then explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.